Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach fundus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the clip could not be deployed completely. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on february 12, 2026.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach fundus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the clip could not be deployed completely. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 12, 2025. It was clarified that the main problem of the device was the clip unable to grasp onto tissue, thus making this a poor bite issue not a deployment issue.